Event description:
I inserted a 20 gauge angiocath in patient's arm and was unable to retract the needle. I had to pull needle out while not retracted causing increased bleeding from site. The patient was alert and did not move during the event.